Event description:
It was reported to baxter (B)(4) that a colleague infusion pump encountered a faulty display with no error codes; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty display was confirmed by baxter personnel during product evaluation. The root cause was assigned to defective main display. The main display was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.